Manufacturer narrative:
The reporter informed the company that the product could not be returned.

Event description:
Bristles get stuck between teeth [foreign body in gastrointestinal tract]; bit toothbrushes to bits / biting them to pieces [device breakage]; have spastic oral motor dysfunction and accidentally bit those toothbrushes to bits because of spasm in mouth [device use error]. Case description: consumer called stating that he accidentally bit the toothbrushes to bits and the bristles got stuck between his teeth. No serious injury was reported.